Manufacturer narrative:
The reported events of failure to capture and no pacing were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. The device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.

Event description:
It was reported that the patient was in hospital for unrelated chronic obstructive pulmonary disease (copd). It was reported that the patient stood up, experienced syncope and collapsed. Electrocardiograms showed loss of capture and pacing output. Malfunction of the implantable cardioverter defibrillator (ICD) was suspected by the physician. The ICD was explanted and replaced. The patient was stable.